Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 104 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.